Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. The pediatric patient experienced symptoms of a decreased blood glucose, she was thirsty and tired. Although her cgm displayed 80 mg/dl, a bg was performed which was 35 mg/dl. Her parents provided her with glucose and the symptoms resolved. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.